Manufacturer narrative:
Non-invasive testing was performed on the ventilator. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the alarm test from ltv final test. During the ltv final test, the ventilator had slight non-conformances with the flow performance test and the calculated tidal volume average test. These slight non-conformances would not result in a failure to ventilate properly. The ventilator was due for preventative maintenance. Per the customer¿s request, the ventilator was returned un-repaired.

Event description:
It was reported that the patient had passed away during a nap. The patient's mother reported that the ventilator did not alarm and that she did not think the patient was being ventilated when the event occurred. The patient's mother would not confirm if the pulse oximeter was in use at the time.